Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
The surgeon reported that he did the trial measurement with plug trial nr 12 and it went totally into the femoral canal. He further reported that the trial would not seat in the right height of the canal. He did a trial with plug trial nr 14 it seated it the right place. He then placed the plug nr 14 in the plug introducer and placed it in the femoral canal. After removing the plug introducer from the canal he discovered that 3/4 of the plug still was placed at the introducer and 1/4 still was in the canal. He could pulse lavage this 1/4 out of the canal.

Manufacturer narrative:
An event regarding crack/fracture involving a exeter plug was reported. Through the investigation a medical review confirmed a disassembly issue. Conclusion: the reported event described fracture of a exeter plug; the exeter plug is assembled with a plug adaptor. The plug adaptor is then assembled on the end of a plug introducer. The plug adaptor was not returned and lot number is unknown no further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The surgeon reported that he did the trial measurement with plug trial nr 12 and it went totally into the femoral canal. He further reported that the trial would not seat in the right height of the canal. He did a trial with plug trial nr 14 it seated it the right place. He then placed the plug nr 14 in the plug introducer and placed it in the femoral canal. After removing the plug introducer from the canal he discovered that 3/4 of the plug still was placed at the introducer and 1/4 still was in the canal. He could pulse lavage this 1/4 out of the canal.